Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the meter was not retuned with the pump. The alarm history showed one cs-076 alarm on (B)(6) 2015 20:14. A rewind, load and prime steps were successfully completed with no alarms. The pump was exercised for 24hrs with no call service alarms duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no evidence of internal moisture or damage was observed. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with polydypsia, polyuria, and nausea associated with a call service alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump emitted call service (cs 067) at random. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.